Event description:
A (B)(6) female pt's nurse contacted zoll customer support to report that the monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor does not power on) has been confirmed. As rec'd, the monitor would not power on. The cause of the inability to power on was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). There was a segmentation fault while performing the flash memory. The flash memory had an intermittent connection. The intermittent connection was likely induced by mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation for the intermittent connection is currently underway. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.